Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that out of range, high hv lead impedance was observed. It was noted that when the device delivered appropriate 1 joule shock on (B)(6) 2017, the measurement was within normal range instead of trending out of range high. The device was changed-out on (B)(6) 2017 but the lead was kept in service because the impedance was within normal range at that time. The impedance continued to increase exponentially post device replacement also. Subsequently, lead was explanted and replaced on (B)(6) 2017. Patient¿s condition was stable.